Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called to request a cycler replacement due to alarms and noise. During a follow up call the patient reported that he was in the hospital due to a heart attack. A follow up call was made to the patient's peritoneal dialysis nurse who reported that the patient was in the hospital for acute respiratory distress due to fluid volume issues. The nurse stated that the patient is non compliant with therapy. He was instructed to do manuals, but reported he did not do them.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. The exterior of the cycler shows no physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighted fluid volumes were compared against the programmed fill value, and the weighted volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The sound emitted by the cycler during the treatment test was normal. The valve actuation test, system air leak test, and the patient sensor calibration check passed. The load cell value and verification were within tolerance. The internal, visual inspection of the received cycler unit encountered no discrepancies. There were no discrepancies encountered in the internal inspection of the cycler. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient presented to the hospital with worsening shortness of breath and a cough with whitish phlegm, and reported an inability to receive peritoneal dialysis overnight due to the ¿broken¿ peritoneal dialysis machine. The patient also reported a broken nebulizer machine with worsening shortness of breath for past few days. The patient was admitted to the intensive care unit for management of acute on chronic hypoxic hypercarbic respiratory failure, hypertensive emergency with blood pressure measuring at 233/145, suspected copd with tachycardia and pitting edema +2, respiratory failure secondary to acute pulmonary edema versus copd, bilateral crackles extending up to the mid lung fields, diffuse bilateral wheezes (more expiratory) and leukocytosis. Hospitalization treatment included intravenous lasix, bi-level positive airway pressure (bipap), a consult with nephrology and starting of peritoneal dialysis, nitroglycerine drip, cardiology consult, aspirin, smoking cessation counseling, prednisone, duoneb, levofloxacin, and deep vein thrombosis prophylaxis.